Event description:
Alarm 2 followed by alarm 26 was reported, indicating an occlusion issue earlier in the day. The customer's blood glucose level remained within normal range, without exceeding 500 mg/dl. The resolution involved the customer changing the infusion set and cartridge, and resuming insulin administration. Although recurring occlusion issues were experienced, the customer managed them using consistent corrective actions and declined further assistance, leading to the closure of the case by technical support.